Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced recurrent sui, vaginal mesh erosion in posterior right fornix and bilateral iliac fossa pain. The patient underwent an excision of vaginal mesh erosion via vaginal incision and martius fat pad on (B)(6) 2015. Additional information has been requested.